Manufacturer narrative:
The soft cannula was observed to be kinked. It is unknown how or when the kink occurred. It could not be determined if the damaged cannula contributed to the reported event. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. No other components were observed to be damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 16.8 mmol/l (302.4 mg/dl) while wearing the pod on the back between 36 and 48 hours. Hyperglycemia treated with bolus.